Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal medical device removal ("the patient died during or after a removal procedure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria death and intervention required). The exact cause of death was not reported. The reporter considered medical device removal to be related to essure. Further company follow-up with the lawyer is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient who died during or after a essure (fallopian tube occlusion insert) removal procedure. In this case, only minimal information was provided. The reasons that led this patient to have essure removed or the exact cause of death were not reported. Although limited information was provided to comprehensive causality assessment, since no follow-up with the reporter will be possible and considering device removal was required, this case was classified as incident. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal medical device removal ("the patient died during or after a removal procedure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria death and intervention required). The exact cause of death was not reported. The reporter considered medical device removal to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2017 for the following meddra preferred term: medical device removal- analysis in the global safety database 654 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Based on the available information there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.